Manufacturer narrative:
Unit has been returned for an evaluation. If any new information is discovered, a follow-up MDR will be filed.

Event description:
End user (B)(6) says the newlife was attached to the hyperbaric chamber. She plugged the unit into the wall walked around to the front of the unit turn unit on and loud pop sound and flame came from outside of concentrator.

Manufacturer narrative:
The unit was returned for evaluation. The failure described by the adverse event form could not be replicated while testing the newlife intensity 10 oxygen concentrator in question. No loud pops or evidence of a fire were detected while examining the concentrator test unit. Additionally, visual inspections, external and internal, and functional tests showed that the concentrator test unit is undamaged and it operates within its functional specifications, both in its output flow and in its oxygen purity.